Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported hypotube separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during removal of the 3.0x20mm nc trek balloon catheter from the coil dispenser, the hypotube was noted to be separated approximately 3 inches from the hub. Another balloon catheter was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.